Event description:
Customer reported that transmitter was not blinking while connected to sensor. Customer's blood glucose was 113 mg/dl. During troubleshooting, it was found that sensor did not have a cannula. Customer was advised that cannula would be replaced. No further information provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor broken near sensor base. Broken part found it stuck on adhesive tape. Unable to confirm customer received sensor damage due to customer returned opened/used.